Event description:
The customer reported that when saving images from a run, all but the last image is stored. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer was instructed on a software workaround for the reported issue.